Manufacturer narrative:
F/u report will be filed if add'l info becomes available.

Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped and a sheath was inserted into the pt's right femoral artery. The pt received intra-aortic balloon pump (iabp) therapy for six days when the pump (serial number (B)(4)) occasionally alarmed "helium loss 2." As a result, the customer contacted the sales rep. The sales rep arrived at the hosp and there was no clear evidence of a possible iab rupture. In order to verify if the problem was the pump or the iab the pump was exchanged off the pt. The second pump (serial number (B)(4)) alarmed with the exact same message "helium loss 2." The second pump alarmed more frequent and the helium loss started to become visible on the balloon pressure waveform (bpw). The sales rep suggested that the iab be exchanged for a new iab. While the first pump was not in use for this pt the svc engineer checked it. The svc engineer verified that the pump was working perfectly and after the second iab was inserted the md used the first pump to resume the iabp therapy. There was no reported pt death or injury. Medical/surgical interventional was not required. The second iab was inserted into the same insertion site successfully. There was a one hour delay/interruption in iabp therapy. There were no reported pt complications and as of (B)(6) 2012 the pt is still "counterpulsed and mechanically ventilated." It was noted that x-rays were performed on (B)(6) 2012. Pump strips were generated and copies will be sent back to the lab with the iab sample.